Event description:
12:23am morning of (B)(6) 2023 I was awakened by alarm on my medtronic 770 insulin pump. Message alert "discontinue use immediately. Remove infusion inset from body. The pump was frozen I was unable to go back to home screen or move from the message alert screen. I did as instructed. In the morning I contacted medtronic 24 hr technical support.. He asked pertinent questions about any changes or trauma that the pump may have sustained, which there were none. He questioned me about a code that would appear on its screen and there was one. It was code 35. At that point he told me that it was a code that qualified the pump for replacement. The pump was under warranty so he reordered a replacement and I received the new one on (B)(6) 2023. No indication that there was anything wrong with pump functions. I used my back up plan set up by my medical doctor in case of pump failure so no emergency actions were taken. Insulin injections were required.